Event description:
During insertion of the iab through the introducer sheath, the balloon got stuck and the iab could not be advanced. Because of this the sheath and iab were removed as a unit. There were no patient complications.